Manufacturer narrative:
Corrected information provided in h.6 and h.11. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The investigation determined the scope of this nonconformance to impact a specific time period when a vendor introduced fluid air exchange (f/ax) manifolds at the same time when the tray/tyvek (tiromat) sealer machine was tagged out for maintenance. The tiromat is responsible for the cutting of material and the sealing process of the tyvek material to the tray. The root cause was caused by two issues: 1. A new vendor's manifolds had a higher profile due to improperly placed f/ax white clamp on the final coiled configuration. This was due to the drawing and assembly specifications not defining the proper clamp location, so when the clamps were improperly placed when the tubing was coiled, the tubing manifolds sat too tall for the packaging process protruding above the height of the tiromat cutter as a result of the white clamp¿s location. 2. The backup tiromat cutter unit was installed with different spacers, which reduced the clearance for the product. This configuration caused the tiromat cutter to impact and damage the tyvek lid when processing the taller manifolds that were placed inside the final pack. Potential contributing factors: higher level assembly impact was not considered when f/ax manifolds were received from newer vendor. Tiromat cutter drawing did not specify any spacer dimensions. The protrusion height detection system was turned off at the machine human-machine interface (hmi). Tiromat machine output data was not reviewed for unusual trends when trays were becoming stuck on the machine. Finished goods (final procedure packs) were inspected by humans instead of using a machine vision system to check sealed trays after primary packaging. Human factor, white clamp location was not sufficiently corrected under heighten awareness. Human factor, 100% inspection on final paks failed to catch tyvek lids with holes. To address root cause and contributing factors, the following actions and preventative actions were taken which include various procedure updates and drawing updates: drawing update to address coiling configuration and specify white clamp location. New process: incoming inspection for custom spare parts to confirm specifications. Procedural update for higher level assembly risk assessment with process or material update. Equipment update: replace tiromat controller and memory card to maintain parameters in case of equipment reboot. New equipment: implement machine vision to inspect tray seals post preliminary packaging for final pak. Procedure update: update packaging machine requirement specification with more detailed as-built machine drawings. Procedure update: job aid, tray assembly inspection to include tyvek defects. Procedure update: update operating procedure, tiromat operations for protrusion sensor verification. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no further adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The investigation determined the scope of this nonconformance to impact a specific time period when a vendor introduced fluid air exchange (f/ax) manifolds at the same time when the tray/tyvek (tiromat) sealer machine was tagged out for maintenance. The tiromat is responsible for the cutting of material and the sealing process of the tyvek material to the tray. A new vendor's manifolds had a higher profile due to improperly placed f/ax white clamp on the final coiled configuration. This was due to the drawing and assembly specifications not defining the proper clamp location, so when the clamps were improperly placed when the tubing was coiled, the tubing manifolds sat too tall for the packaging process protruding above the height of the tiromat cutter as a result of the white clamp¿s location. The backup tiromat cutter unit was installed with different spacers, which reduced the clearance for the product. This configuration caused the tiromat cutter to impact and damage the tyvek lid when processing the taller manifolds that were placed inside the final pack. Higher level assembly impact was not considered when f/ax manifolds were received from newer vendor. Tiromat cutter drawing did not specify any spacer dimensions. The protrusion height detection system was turned off at the machine human-machine interface (hmi). Tiromat machine output data was not reviewed for unusual trends when trays were becoming stuck on the machine. Finished goods (final procedure packs) were inspected by humans instead of using a machine vision system to check sealed trays after primary packaging. Human factor - white clamp location was not sufficiently corrected under heighten awareness. Human factor - 100% inspection on final packs failed to catch tyvek lids with holes. To address root cause and contributing factors, the following actions and preventative actions were taken which include various procedure updates and drawing updates. Drawing update to address coiling configuration and specify white clamp location. New process: incoming inspection for custom spare parts to confirm specifications. Procedural update for higher level assembly risk assessment with process or material update. Equipment update: replace tiromat controller and memory card to maintain parameters in case of equipment reboot. New equipment: implement machine vision to inspect tray seals post preliminary packaging for final pack. Procedure update: update packaging machine requirement specification with more detailed as-built machine drawings. Procedure update: job aid, tray assembly inspection to include tyvek defects. Procedure update: update operating procedure, tiromat operations for protrusion sensor verification. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no further adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A patient reported in their preoperative visit that they started taking corticosteroid, fluoroquinolone antibiotics and anticholinergic eye drops (intra vitreal injection). Patient was not taking ocular and systemic medication at preoperative visit. At preoperative visit patient¿s both eyes were dilated with acetamides and nasal decongestants. The examiner noted visually significant puckering of the macula in the right eye due to a symptomatic epiretinal membrane, resulting in decreased visual function, distortion, and diplopia. Marked macular distortion was observed, correlating with the patient's reported symptoms. The patient was also found to have bilateral intermediate stage nonexudative (dry) age-related macular degeneration. Additional findings included bilateral vitreous membranes and strands, partial posterior vitreous detachment with vitreous degeneration, and bilateral pre-glaucoma, with a strong family history of glaucoma. A patient reported that they underwent a pars plana vitrectomy (25 gauge) with membrane peeling including removal of posterior hyaloid, epiretinal and internal limiting membrane of right eye. During their first post operative visit, patient experienced heavy feeling in right eye but denies pain or irritation. After taking off the patch patient reported a headache. Patient had increased intraocular pressure, lower lid bruising, subconjunctival hemorrhage. Patient¿s right eye was dilated with anticholinergic drug. Patient¿s puckering of macula of the right eye was improved. On the second day of post operative visit, patient had pain in right eye, worse vision and could not see. No fall or injuries or other health issues. Patient adhered to the prescribed eye drops. The intraocular pressure had come back to normal. In slit lamp examination, fibrin and 0.5-millimeter hypopyon seen in the anterior chamber of right eye. In fundus examination, cells and fibrin seen in vitreous of right eye. The patient also had inflammation. Brightness scan of the right eye showed vitreous debris consistent with inflammation. After two days of surgery the patient had developed purulent endophthalmitis in the right eye. The surgical intervention was carried out for exogenous endophthalmitis of right eye. Also, the patient was operated again and anterior chamber washout along with intravitreal injection antibiotics and glucocorticoids been provided. One day post the re-intervention and injection of antibiotics, the patient¿s eyes were little achy and taking analgesics and antipyretics. During the slit lamp examination, edema was confirmed on cornea of the right eye and 1-millimeter hypopyon seen in anterior chamber. During the fundus examination, corneal edema, inflammatory plaque and intraretinal hemorrhages were seen. The hypopyon likely from the inflammatory plaque. Four days post the re-intervention and injection of antibiotics, patient confirmed that the pain is significantly improved but the patient had headache around her right eyebrow. The vision of the patient was very poor. Patient¿s intraocular pressure was decreased. During the slit lamp examination, cells and flare was seen. The patient was diagnosed with unspecified choroidal detachment of right eye. The patient had vitritis in the right eye. The subconjunctival hemorrhage was improved. The second re-intervention was carried out for exogenous endophthalmitis of right eye. Also, the patient was operated for intravitreal injection of glycopeptide antibiotics, cephalosporin antibiotics and glucocorticoids and vitreous biopsy of the right eye. Five days post the re-intervention and injection of antibiotics, patient had sharp shooting pain in the back of eye so took analgesics and antipyretics. Patient seeing shadow movements and seeing contrasting little spots floating all over. Patient prescribed and started taking sulfonamide antibiotics tablets. The intraocular pressure was increased in right eye. The edema, hypopyon, fibrin and cell, flare was improving. One week post the re-intervention and injection of antibiotics, the patient felt the vision is getting better in right eye. The patient¿s vision was centrally clear. Also, the peripheral vision seems to be good but blurry. The intraocular pressure was increased in both eyes and the patient was diagnosed with ocular hypertension, bilateral. Ten days post the re-intervention and injection of antibiotics, no vision changes. Patient was started taking beta blockers. The ocular hypertension, bilateral was improved. Thirteen days post the re-intervention and injection of antibiotics; the patient had no pain but the whole area around her eye feels heavy. The patient had two stable pigment on lens surface. The vitritis or debris and old vitreous hemorrhage was improved. Seventeen days post the re-intervention and injection of antibiotics; the patient had no pain. Patient felt like looking through a tunnel with right eye. Vision had slightly improved. Patient stopped taking beta blockers. The unspecified purulent endophthalmitis was improving, the condition of ocular hypertension was stable and puckering of macula was resolved. Thirty-one days post the re-intervention and injection of antibiotics; the intraocular pressure was increased. Improving anterior chamber was deep, no cells, no flare and no hypopyon. Vitreous was clear, no hemorrhage, no cystoid macular edema, no subretinal fluid drusen. Retinal vessels were normal, perfused and no vasculitis or ghost vessels. Forty-one days post the re-intervention and injection of antibiotics; near and distance vision had been very blurry since surgery. By the end of the day patient had double vision and the eyes felt tired even when wearing one-year prescribed glasses. Patient occasionally had headache and had a neck injury. Patient had right sided headache and did not prefer to take pain management medication. Patient was experiencing soreness on and off around the eye since surgery. Patient had flashes since the first surgery. Patient stopped taking fluoroquinolone antibiotics, anticholinergic drug and sulfonamide antibiotics. Ocular hypertension of right eye was getting worse. Unspecified purulent endophthalmitis right eye condition was improving. Forty-five days post the re-intervention and injection of antibiotics; patient¿s vision did not get better. No eye pain or discomfort. Patient was compliant and tolerating well. The intraocular pressure of right eye reached to normal range. Ocular hypertension condition was improving. Fifty-nine days post the re-intervention and injection of antibiotics, near and distance vision remained same. Patient states flashes and floaters are still the same with no changes. Patient denies distortion or double vision. Patient started taking carbonic anhydrase inhibitors. Unspecified purulent endophthalmitis right eye and ocular hypertension, bilateral were improving. Patient was diagnosed with posterior synechiae (iris), right eye. The patient experiencing tunnel vision and vertigo and the medications were changed. The current patient condition was unknown.

Event description:
Additional information received upon follow up that there was a significant blurry vision. There was constant "strobe - like" light pulses that caused eye fatigued and in distress. There was a loss in peripheral vision of the right eye leading to frequent collision with household items. Her quality of life had been affected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in b.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.